Event description:
Report received from the USA stating that the device "will not attach to motor." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "will not rotate" was confirmed. During pre-repair diagnostic assessment, the device lever lock was noted as damaged. If additional information is received, a supplemental report will be sent. Ref: (B)(4).